Event description:
The manufacturer's representative reported that the pump was returned for analysis after 24.9 months implant duration due to lack of efficacy. A lumbar puncture was performed and confirmed the efficacy of intrathecal baclofen. The catheter was replaced in 2006 with no improvement noted. Contrast injection revealed the new catheter was functioning and in the intrathecal space. No alarm has been noted. No volume discrepancies have been noted. The pump was replaced. Final pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.